Event description:
Pt expired evening of implant from acute mi. Date occurred in 2000. Reported to guidant complaint handling in 2000. Graft implanted. A leak on the left, or contra, side of the pt was detected; attempts to seal limb using wall stent failed. The surgeon performed a retroperitoneal cut, removed attachment system and sutured graft limb to the native vessel. Internal iliac was covered on the ipsi lateral side. Pt expired several hours post implant procedure. As per physician, the cause of death was acute myocardial infarction.